Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer changed cartridge and infusion set to address elevated bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.